Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 325cc mentor smooth round spectrum saline breast prostheses, suffered bilateral capsular contractures; baker grade IV and breast implant rupture on an unspecified side. Follow-ups were performed but no clarifying information was made available to clarify which side was ruptured, so the deflation will be assigned to the left side. A follow-up report will be submitted when clarifying information is received. The complications were diagnosed via physical examination and cat scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.